Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The instrument channel had leakage. The angulation was low. All labels were peeling. The control knob movement right/left/up/down had play. The distal end plastic cover had deep dents and scratches. The objective lens and light guide lens edges had chips. The insertion tube and light guide tube had scratches. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had an internal leak. Bubbles were coming out of the distal end. The issue was detected at reprocessing. No patient injury reported. During the evaluation of the device, it was noted the bending section had a crack and metal was protruding. This report is to capture the reportable malfunction of the bending section had a crack and metal was protruding noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the crack on the bending section and protrusion of metal were unable to be confirmed during evaluation. The definitive root cause of the crack on the bending section or protrusion of metal could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿. Olympus will continue to monitor field performance for this device.